Event description:
On (B)(6) 2009, the pt reported condensation in the cartridge compartment of his infusion device below the piston rod. He stated that the infusion device had not been exposed to water but he had inserted a cold insulin cartridge into the cartridge compartment. He was advised to allow insulin to reach room temperature prior to use. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion and he was educated on the proper procedure. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.